Manufacturer narrative:
Analysis of catheter, serial number (B)(4), found catheter body deformed in shape along with dislodgment allegation. Analysis also observed catheter body kink.

Event description:
It was reported that there was an unknown product issue specified as an unknown need for revision. It was noted that the actions required as a result of the event included a planned revision on (B)(6) 2014. It was reported that the patient symptoms and patient¿s status were unknown at the time of report. It was noted that the pump was used to infuse lioresal. It was reported that the patient had spasticity return after brief period of relief after implant. It was noted that the catheter came out of the intrathecal space, anchor failed. It was reported that both catheter segments were replaced. It was noted that the catheter revision occurred. It was reported that the distal catheter was affected. It was noted that it was unknown how the patient was doing or if they were receiving effective therapy at the time of report. It was later reported that the healthcare provider (hcp) was concern about catheter integrity after being compressed to load onto collet. It was noted that it bends like a hose and makes it impossible to advance onto collet. It was reported that the concern is that the catheter stays compressed after being squeezed which makes a weak point, so it bend and collapses when attempt to advance catheter onto collet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had experienced inefficacy of baclofen dosing/effect. The patient was not receiving other medications at the time of the event. In regards to a catheter issue, dislodgment/migration was indicated; the catheter had fallen out of the cerebrospinal fluid (csf) space. The catheter issue was identified via an x-ray. Surgical intervention occurred on (B)(6) 2014. No catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. The pump was used to infuse lioresal with concentration 2000 mcg/ml a dose rate of 100mcg/day.

Manufacturer narrative:
Concommitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.